Manufacturer narrative:
Submit date: 12/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports that the plunger of the 60ml luer lock syringe sticks and occurs/causes IV pump to alarm "occlusion" hence stopping the infusion. This can be fixed when loosening the plunger and removing the syringe from the pump.